Manufacturer narrative:
(B)(4). The explanted products will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received several inappropriate shocks since the device was implanted, due to oversensing. The patient had undergone exercise optimization in the past, with a high rate template stored. The physician asked for an evaluation of the past treated and newer untreated episodes with the smart pass feature, to help determine the next steps for this patient. The patient was hospitalized with therapy programmed off while the episode evaluation was being done. All seven episodes (3 treated and 4 untreated) from this patient were analyzed using smart pass on and off scenarios, keeping the zones settings in effect during the stored episodes. The oversensing could be replicated in one of two untreated episodes of interest; however the rate estimation improved with smart pass on. Additionally, inappropriate therapy and sensing was mitigated in other episodes from this patient. Overall, smart pass improves sensing and may get additional help from a reference ECG acquired during elevated rates. The field representative provided the episode analysis to the physician, who was satisfied that smart pass would benefit this patient. However, the patient did not want to keep the s-ICD. Therefore, the system was explanted and a transvenous implantable cardioverter defibrillator (ICD) was implanted. No additional adverse patient effects were reported.